Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) the issue has been corrected and now its working properly and able to get proper connection with recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was checked for charging ability and they got a maximum of 2 boxes filled up and there was a number 36 on the screen. An x-ray was performed and the device appeared to be flipped. The operating surgeon was informed of the issue. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was unable to fully charge their ins. There were only 2 coupling boxes filled, and only 15% able to charge. It was unknown if there were any external factors that led to the event. The recharger was changed, but the issue remained the same. No other actions have been taken. No further symptoms or complications were reported or anticipated in association with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was found flipped in the pocket, which was the reason it was not recharging and not connecting with the recharger. The physician corrected it with surgery; the device was not explanted.